Event description:
It was reported the focus would not stabilized and there were problems with white balance with the rigid video scope. The issue occurred during set up for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d8, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established, device met specifications. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the focus would not stabilized and there were problems with white balance with the rigid video scope. The issue occurred during set up for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.